Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): stop infusion. Patient followed by the (B)(6) hospital for cystic fibrosis. The first infusor did not deliver quickly. The second did not deliver properly either. The third delivers properly yesterday. The patient is reported by a nurse, she is the same who made the three fillings.

Manufacturer narrative:
(B)(4). The device is currently on shipping from (B)(4) to b. Braun (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.